Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument became unhinged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The customer reported complaint was replicated/confirmed. The instrument was analyzed and found to have a grip tang bent. Components adjacent to this bent grip tang did not show damage and the grips did not show cracking damage. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.